Manufacturer narrative:
Not all devices were received for evaluation. In these cases, we were unable to confirm the reported needle mechanism failure through failure analysis investigation. All devices received underwent failure analysis investigation. The results of these investigations are represented, below, according to reported device, results, and conclusions code combinations and frequency of each: 3088 (needle) - 1158 (failure to deploy); 120 (electrical problem) - 23 (manufacturing deficiency): 3; 120 (electrical problem) - 67 (unable to confirm complaint): 1; 135 (degradation problem) - 67 (unable to confirm complaint): 11; 142 (contamination by foreign material) - 23 (manufacturing deficiency): 1; 170 (manufacturing process problem) - 23 (manufacturing deficiency): 2; 170 (manufacturing process problem) - 706 (assembly problem) - 23 (manufacturing deficiency): 1; 213 (no failure detected) - 71(no failure detected, device operated within specification): 17; 213 (no failure detected) - 67 (unable to confirm complaint): 26; 706 (assembly problem) - 23 (manufacturing deficiency): 8; 3221 (no results available since no evaluation performed) - 92(device not returned): 329; 3227 (power source problem) ¿ 23 (manufacturing deficiency): 1; 3227 (power source problem) ¿ 71(no failure detected, device operated within specification): 1; 3233 (results pending completion of evaluation) ¿ 11 (conclusion not yet available-evaluation in progress): 6; total: 407. A 3088 (needle) - 1158 (failure to deploy) - 1059 (bent); 3233 (results pending completion of evaluation) ¿ 11 (conclusion not yet available-evaluation in progress): 1; 213 (no failure detected) - 71(no failure detected, device operated within specification): 1; total: 2. 3a 088 (needle) - 1158 (failure to deploy) - 1354 (leak); 3221 (no results available since no evaluation performed) - 92(device not returned): 1; total: 1. A 3088 (needle) - 1158 (failure to deploy) - 3026 (unintended movement); 3221 (no results available since no evaluation performed) - 92(device not returned): 1; total: 1. A 3088 (needle) - 1536 (retraction problem); 114 (operational problem) - 23 (manufacturing deficiency): 1; 213 (no failure detected) - 71(no failure detected, device operated within specification): 1; 213 (no failure detected) - 67 (unable to confirm complaint): 6; 706 (assembly problem) - 23 (manufacturing deficiency): 1; 3221 (no results available since no evaluation performed) - 92(device not returned): 29; 3233 (results pending completion of evaluation) ¿ 11 (conclusion not yet available-evaluation in progress): 1; total: 39. A 3088 (needle) - 2906 (deployment issue); 120 (electrical problem) - 23 (manufacturing deficiency): 1; 120 (electrical problem) - 67 (unable to confirm complaint): 1; 135 (degradation problem) - 67 (unable to confirm complaint): 4; 170 (manufacturing process problem) - 23 (manufacturing deficiency): 1; 213 (no failure detected) - 71(no failure detected, device operated within specification): 7; 213 (no failure detected) - 67 (unable to confirm complaint): 63; 706 (assembly problem) - 23 (manufacturing deficiency): 1; 706 (assembly problem) - 3227 (power source problem) - 23 (manufacturing deficiency): 1; 3221 (no results available since no evaluation performed) - 92(device not returned): 348; 3227 (power source problem) ¿ 23 (manufacturing deficiency): 2; 3233 (results pending completion of evaluation) ¿ 11 (conclusion not yet available-evaluation in progress): 2; total: 431. A 3088 (needle) - 2906 (deployment issue) - 1059 (bent); 3221 (no results available since no evaluation performed) - 92(device not returned): 6; 213 (no failure detected) - 71(no failure detected, device operated within specification): 1; total: 7. A 3088 (needle) - 2906 (deployment issue) - 1354 (leak); 3233 (results pending completion of evaluation) ¿ 11 (conclusion not yet available-evaluation in progress): 1; 3221 (no results available since no evaluation performed) - 92(device not returned): 1; total: 2. A 3088 (needle) - 2906 (deployment issue) - 3026 (unintended movement); 3221 (no results available since no evaluation performed) - 92(device not returned): 4; total: 4. Exemption number: 2014031. Total number of events: 894.

Event description:
This report summarizes 1059 reported events. For each event, the pod¿s needle mechanism failed to deploy as intended, resulting in a needle mechanism failure. Refer to (additional manufacturer narrative) for detailed breakdown of specific device codes compared to investigation findings. Of the 1059 total reported events, 894 are from quarter 1 of 2018. The remaining 165 reports contain supplemental and/or corrected alternative summary report (asr) data from prior asr submissions. Please see the following table which provides further detail for the reported symptom of needle mechanism failure: (B)(6).